Manufacturer narrative:
Analysis of the catheter (lot# l61562) found no anomalies on microscopic inspection, the catheter was patent and passed pressure leak testing. Analysis of the pump (sn (B)(4)) found no anomalies. Analysis of the catheter (unknown lot#) identified damage to the connector that was consistent with difficulty detaching the catheter from the pump. The previously reported conclusion code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has bene updated. The previously reported method code no longer applies to this event and has been updated. Product ID 8703w, lot# l61562, implanted: (B)(6) 1999. Product type catheter, product ID neu_unknown_cath , serial# unknown. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8703w, lot# l61562, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that indicated that the returned devices could be disassembled for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l61562, implanted: (B)(6) 1999, partially explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 01-mar-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for intractable spasticity. The pump administered bupivacaine (concentration: 15 mg/ml, dose rate: 3.759 mg/day), and baclofen (concentration: 500 mcg/ml, dose rate: 125.30 mcg/day). It was reported the event occurred during a routine pump replacement procedure. The sutureless connector appeared to have a bad connection to the pump. The pump segment's sutureless connector, which appeared to be a revision kit, did not appear to have a good connection to the pump. No diagnostic tests were performed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician decided to replace this segment with a model 8596sc. The catheter was partially explanted and replaced. The spinal segment of the catheter remains implanted and in use. The issue was resolved. The device was planned to be returned to the manufacturer. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was receiving at the time of the event was unable be obtained. The patient¿s weight and medical history were requested but were unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.